Event description:
It was reported that the customer was hospitalized with dka. The nurse indicated that they had changed the regimen of their medication prior to the incident. Customer was unavailable and the nurse will have customer call back to troubleshoot the pump.